Event description:
It was reported that the surgeon implanted a micl12.6 implantable collamer lens, and the lens tore upon insertion. The lens was removed and replaced without any pt injury.

Manufacturer narrative:
Eval: work order search. Results (other): visual inspection of the returned prod showed that a piece of both haptic plates were torn off and missing, and there was a clear surgical residue on the lens. A work order search was performed, and there were no similar complaints found.